Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2015, device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: moisture was observed behind the display lens. There was a crack along the side of the battery compartment threads. The pump failed a leak test at the battery compartment. Moisture was found on the printed circuit board and display screen.